Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and date of birth not available for reporting. Event occurred on an unknown date in 2017. The 510k: this report is for one (1) unknown screw. Part and lot numbers are unknown; UDI number is unknown. 510k number not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision surgery occurred on (B)(6) 2017 due to a screw breakage. A lcp (superior anterior clavicle plate), one (1) broken screw, and an unknown number of screws were explanted. It is unknown if all fragments were successfully removed from the broken screw. Surgical delay is unknown. Patient status is unknown. The devices were originally implanted on (B)(6) 2017. Concomitant part: lcp (superior anterior clavicle plate) 2.7/3.5 (part# and lot# unknown/quantity 1). Screws (part# unknown / lot# unknown / quantity unknown). This is report 1 of 1 for (B)(4). This report is for one (1) unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed. The head of the received locking screw ø2.7 is broken off at the shaft end. The locking thread is worn but not damaged. The recess is worn from use but also not damaged. The fracture surface is homogenous what indicates material conformity. The screw head portion length is 2.83 mm and the screw shaft length is 19.96 mm so the screw length is supposed to be 22 mm. The broken off screw shaft is damaged at the broken end because of the removal activities. The remaining thread is worn and the anodized color has partially disappeared during use. Because of the existing damage and wear, the complaint relevant dimensions at the broken area cannot be checked for dimensional accuracy of the valid manufacturing specifications. A manufacturing conclusion cannot be presented because of product¿s condition. Due to the small head size, these types of screws cannot be etched with product and lot numbers. As the correct article and lot number were not provided from the user the manufacturing documents cannot be reviewed. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.5mm ti lcp sup ant clavicle pl w/lat extn 3h/lt/69mm (part# 04.112.007, lot# unknown, quantity 1); 3.5mm ti locking scr slf-tpng with stardrive recess 16mm (part# 412.104, lot# unknown, quantity 2) ; 3.5mm ti cortex screw self-tapping 16mm (part# 404.816, lot# unknown, quantity 1); 2.4mm ti cortex screw slf-tpng with t8 stardrive recess 18mm (part# 401.768, lot# unknown, quantity 1); screws (part# unknown, lot# unknown, quantity 3).